Event description:
Patient reports that he was recently put onto novalog by physician and experienced high blood glucose. Patient went to hospital where they monitored patient's blood glucose level and sent patient home without treatment. User error likely caused event.